Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed one record of call service alarm 163; no cartridge detected alarm on (B)(6) 2015, multiple, consecutive call service alarm 162 after ¿power on reset¿ events recorded on (B)(6) 2015. On investigation, the pump powered on; however, the keypad buttons were unresponsive, which was reported on 2531779-2015-29779. Not able to investigate the alleged ¿unable to prime¿ due to the inoperable keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump was not able to be primed; the piston rod will not move properly to perform the rewind and prime steps. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.